Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited a sudden decrease in pacing impedance resulted in auto polarity switch alert. No changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
UDI is not available as product information was not provided.